Event description:
At least 2ml of fluid found in the pump syringe compartment along with fluid on the floor (approx. 0.5ml-1ml fluid). Patient was receiving fentanyl infusion and tpn (total parenteral nutrition), causing disruption in flow of medications.